Event description:
The customer reported a lower than expected thyroid-stimulating hormone (tsh) result and failure of tsh quality control (qc) for one patient involving access 2 immunoassay system. The lower than expected result of 0.0 uiu/ml was released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this incident. All three levels of qc recovered results of 0.0 uiu/ml. During troubleshooting, it was discovered the customer incorrectly loaded the tsh reagent pack into the incorrect slot on the carousel. The customer noted the tsh reagent pack was not punctured. Beckman coulter customer technical support (cts) guided the customer through verifying the physical inventory reagent packs matched the user interface inventory. After completing troubleshooting, beckman coulter cts advised the customer to retest the patient sample in tandem with quality control (qc) to ensure proper system operation. The unit was in normal operation.

Manufacturer narrative:
Service was not dispatched as the issue was resolved through troubleshooting, and the customer did not question system performance. The cause of the incident is due to operator error. This medwatch report is related to MDR 2122870-2012-01053.